Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported they planned to explant the pump to resolve the empty pump. The patient was sent to see a neurosurgeon to explant the pump.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained lioresal [2000 mcg/ml] at a dose of 299.6 mcg/day. It was reported an empty pump alarm was occurring. The event logs noted the empty pump first occurred on (B)(6) 2016. The patient missed a refill and didn¿t check back in with the managing doctor to get the pump refilled. The hcp had access to the physician programmer. The patient said she didn¿t have any withdrawal symptoms. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the pump was turned off. The empty pump was not resolved as plan for explant. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.